Event description:
A report was received that the patient was explanted due to the physician's preference. No additional information is available at this time.

Manufacturer narrative:
Patient's weight not available. Device was explanted and not returned to bsn. This is the final report.